Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, h2, h3, h6. Complaint can be confirmed through the returned product analysis. Visual examination of the returned impactor pad identified signs of repeated use (nicked and gouged) and confirmed the reported event that the device was fractured. All fractured pieces were returned. The device history record was reviewed and no discrepancies relevant to the reported event were found. Device has a potential field age of 5+ years and exhibits signs of repeated use. The root cause of the reported event can be attributed to wear and tear of the device from the repeated use over time. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information to report at this time.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial knee arthroplasty, the femoral impactor pad fractured upon use. No pieces fell into the patient, and all pieces were recovered from the operative site. There was no patient impact. Attempts have been made and all available information has been provided.